Manufacturer narrative:
Product complaint # (B)(4). ¿this product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened."

Manufacturer narrative:
Product complaint : (B)(4). Initial reporter: patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient communication received. It was reported that the patient was operated approximately 4 and a half years ago ((B)(6) 2014) on the left shoulder. The implants were gleno epoca 5213-50 monoblock glenoid implant, standard humeral head tete epoca 5555-50 / 20 and articular ligament. The patient had recurrent dislocation and pain. His shoulder creaks and squeaks during movements and shows that the prosthesis was worn. Doi: (B)(6) 2014 - dor: none reported (left shoulder).